Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that during visual analysis, no damage or defect is visible. During functional analysis it was not more possible to inflate the balloon due to a hole. The hole was confirmed and is located nearby the distal peak of the balloon. Based on the information provided, visual and functional analysis the most probable root cause of the rupture is attributed to the contact of the balloon with sharp tool or bone splinters during surgery.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was reported that the balloons ruptured while inflating. No further details are known at this time.